Event description:
Affiliate reports that after eight hours, the intracranial pressure measured by the implanted sensor was incorrect. The device was explanted and replaced

Manufacturer narrative:
Upon completion of the investigation, a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing inspection specifications. Because no product was returned, the vendor was unable to perform any inspection or testing. Based on the investigation results, no further investigation or corrective action is anticipated. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered to be closed.